Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical information, the root cause of the access site bleeding is most likely due to use as the blue suture hub was pushed too far into the skin. H6 health effect - impact code 4643 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28521.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that multiple complications were encountered involving impella support on a 74 year old male. During setup, the staff followed the appropriate steps, but consistently encountered a "purge fluid not detected" alert. Troubleshooting was performed, but ultimately the purge cassette had to be replaced to resolve the issue. Following placement of the repositioning sheath, bleeding was noted from around the access site. Manual pressure was held and femo-stop was applied, but the issue persisted. Upon removal of the dressing and femo-stop, it appeared that the blue suture hub had been pushed into the arteriotomy. The bleeding resolved temporarily with minimal manual pressure, but returned the following day. One unit of blood was given in response to the bleed and both femostop and a mattress suture were applied. Support continued with the implanted pump following the intervention.